Event description:
Hcp reported in 2002 the pt presented with symptoms of incisional wound opening and wound dehisence - no drainage. A culture was done of the device pocket and the wound. The culture results are unknown. Though known to to be meningitis, the pt was treated with IV antibiotics and total device system explant. Pt was hospitalized for 3 days after explant for confusion. The infection resolved and the confusion was attributed to drug withdrawal. The pt had risk factors of obesity, chronic upper respiratory infections, smoker, and poor home health care.